Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the tip of the harmonic ace instrument was reportedly broken. The fragment fell inside the patient and was retrieved during the same da vinci assisted procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the tip broken. The fragment fell into the patient and was retrieved during the same procedure. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for approximately 10 to 20 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿the tip has been broken". For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. The broken piece, approximately 0.44" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Root cause is attributed to user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the rfe procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 on system serial# (B)(6).

Event description:
Refer to h10/h11 for follow-up information.